Event description:
It was reported that during a gastric bypass procedure, the case pneumo was lost; two gas cylinders were needed as the surgical team constantly lost pressure. It seems as if all four ports leaked, even though the team used the tips given to minimize leakage from the ports. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak test failure. The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology the analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The analysis results found that device (c) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. These devices do not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.